Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, , a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During pre-deployment establish final arm angle (efaa), the clip arms opened from a closed position of 0-10 degrees to 30-40 degrees. The clip opening was continuous. Troubleshooting was performed, such as; unlock the clip, opened to 60 degrees, and lock the clip. Efaa was repeated and not successful. The clip was removed and replaced. Outside of the anatomy, the clip was opened to 120 degrees, locked, and closed. Efaa was successful. The mr was reduced to grade 2+ with two clips implanted.